Manufacturer narrative:
Date rec'd by MFR: 14may2019. MFR site correction. Device evaluated by MFR, patient and device codes, the manufacturer¿s international service technician confirmed the reported a bracket mounting arm issue. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports bracket, mounting arm defective. No patient/user harm reported. Event date not specified; estimate used.